Manufacturer narrative:
The device sample was rec'd by the manufacturer, but the investigation is incomplete at the time of this report. The customer provided two photos of defective silent humidifier adaptor, product code 000-11 involved in the complaint. The first image shows a therapy setup of this adaptor including flow meter, silent humidifier adaptor, and a water bottle along with tubing connecting these devices. The second photo shows a close-up view of a duckbill relief valve that is a part of the silent humidifier adaptor assembly. The close-up view of a duckbill relief valve that is a part of the silent humidifier adaptor assembly. The close-up view shows a slit in tip of the duck bill relief valve that is open. The slip must be open - this is a requirement and design intent to have the slit open. Also from the customer's picture a position, placement, and orientation of the duckbill relief valve on the main body adaptor looks typical. However the sample is needed to characterize the defect and determine root cause. A DHR (device history record) review of manufacturing event log: shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. All post sterility and package integrity tests were acceptable.

Event description:
The event is reported as: the customer insists that there was not enough oxygen through the device and the patient's spo2 dropped while in use. The device was in use for about a week. No add'l info regarding the patient's condition.